Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve was implanted in 2000. This event is a re-do of a mitral valve replacement. No additional information available at this time.